Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the device does not pass the auto test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. A quote for onsite work was provided to the customer, however, the device was not under contract. It is not known how the issue was resolved. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was not found. The reported problem was not confirmed. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the device does not pass the auto test. There was no patient involvement.